Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the locking screw was inserted all the way to the end with a power tool, resulting in excessive torque on the screwdriver and the driver bit broke off. All debris was removed from the patient and the surgery was completed successfully.

Event description:
It was reported that the locking screw was inserted all the way to the end with a power tool, resulting in excessive torque on the screwdriver and the driver bit broke off. All debris was removed from the patient and the surgery was completed successfully.

Manufacturer narrative:
Please note correction to h6 health impact code. The reported event could be confirmed, since the device was returned on 05-jul-2022 for evaluation and matches the reported failure mode. The device inspection revealed the following: the identification of the device is confirmed based on the lot number and the catalog number marked. The visual inspection has shown that the tip of the received screwdriver is broken off due to clear torsional overload. Indeed, the torsion lines of the breakage were clearly visible, even to the naked eye. A microscope picture showed the torsion lines of the breakage even more clearly. Over torque can therefore be defined as the root cause for this case. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. As per the dimensional inspection and hardness testing, the returned device was found to be within specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was finally attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload during implantation. If more information is provided, the case will be reassessed.